Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture found in MRI. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and weight to the spec. A microscopic analysis was performed which identify an opening striated in the patch shell bond edge. Device appearance a separation between the patch and the shell is observed according to qa 199.04 it is considered a defect, an additional investigation will be opened. Based on the device analysis the final assessment is: a striated broken in the patch assessed as surgical damage. Observed separation in the path and shell according to qa199.04 under the ss code is considered workmanship.

Event description:
Healthcare provider reported a right side rupture found in MRI. The device has been explanted.

Manufacturer narrative:
Fi summary: the additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare provider reported a right side rupture found in MRI. The device has been explanted.